Event description:
(B)(4). After excessive bleeding for several months, I am now struggling with almost daily migraines, painful ovulation, and persistent cystic acne. I feel sick to my stomach. I'm lethargic and often feel achy.